Event description:
Event description boston scientific received information that this ventricular implantable lead exhibited loss of capture and exhibited gradually increasing shock impedance measurements. Electrogram strips were going to be faxed for technical services review.